Manufacturer narrative:
Reference# (B)(4). No products returned despite repeated product follow requests on 29-jan-2019, 06-feb-2019 and 20-feb-2019, serial number was not provided.

Event description:
During removal, part of catheter was left behind.